Manufacturer narrative:
The device was received fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked, or damaged. Timeouts were seen in the data. The device was reset and rerun. The rerun data showed timeouts at the beginning of the run. The components of drive mechanism were closely inspected, and a resistance was noted while rotating the ratchet gear. Under magnification, it was observed that the tube nut was misaligned. The misalignment resulted in an interference between the tube nut and the reservoir cap. As a result of this interference, scratches were observed on the tube nut below the clutch spring closer to the reservoir cap. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Per support ticket-337500 ¿the FDA cdrh application team recognizes that industry faced submission issues and delay in ack3 responses during the month of september 2022.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 16.5 mmol/l (297 mg/dl) while wearing the pod between 36 and 48 hours on the back. The pod was removed, and the cannula was noted to be bent. A manual insulin injection was administered to treat the hyperglycemia.